Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. Alleged fracture." Patient allegedly received an implant on (B)(6) 2013 via left common femoral vein due to deep vein thrombosis. Patient is alleging device fracture. On (B)(6) 2013, ivc filter implant operative report: ¿the filter was delivered across the third lumbar vertebrae under fluoroscopic control. Completion angiogram reveals excellent position.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿an inferior vena cava filter is in place. The apex is situated eccentrically and impinges slightly upon the wall of the inferior vena cava. There is an abnormal appearance of the struts along the inferior and left side, strongly suggesting a fracture or a missing strut. No missing strut is identified in the visualized soft tissues, however. The distal aspect of the struts extend through the inferior vena cava without other complicating process.¿ patient outcome: unknown.